Event description:
The report received from the affiliate indicated that during an interventional neurovascular procedure, the physician experienced a limited one to one (1:1) response with insertion of the trufill orbit rdfl complex fill coil. Since the product did not perform in the regular way, it was removed from the pt without any reported problem. The pt is a (B)(6) female with a history of a growing unruptured basilar tip aneurysm. The target lesion was the basilar tip of a 7 mm wide-neck of a 9 mm aneurysm. The aneurysm arose from the junction of the basilar and right posterior cerebral arteries. There were multiple small flow-related aneurysms noted. A fistula related to her left parietal avm was mainly fed by the left mca via pial collaterals with supplementary blood supply from the aca and pca. Neck-remodeling was not used. A prowler 14 microcatheter was used. An adequate flush was maintained. There was no reported resistance between the microcatheter and the guidewire when accessing the site. This was the first coil placed so there was no entanglement problem with any other coil. The pt was treated successfully with another coil. There was no reported pt injury. Addendum: upon inspection, the coil for this complaint was found to be stretched.

Manufacturer narrative:
A limited 1 to 1 response was reported with insertion of the orbit coil into the terminal basilar artery aneurysm. The coil did not behave in a regular way and it was reported that it was a coil positioning difficulty. Since the product did not perform in the regular way, it was removed from the pt without any reported problem. The coil was removed and the procedure was completed with other coils without adverse event to the pt. The returned coil was found to be kinked and stretched. This was the first coil being placed in the growing 9 mm unruptured basilar tip aneurysm with a 7 mm neck that arose from the junction of the basilar artery (ba) and right posterior cerebral arteries (pcas). Neck remodeling was not used. The orbit was delivered via a prowler 14 microcatheter with an adequate continuous flush maintained at all times. There was no resistance between the guidewire and mc during accessing the target site and although it was not confirmed, there was no reported resistance advancing the orbit coil through the mc. After removal of the coil, a 9x25 orbit was used for framing and six subsequent coils were used. Parent arteries were preserved with no adverse outcome to the pt. Additional history for the (B)(6) female included multiple small flow-related aneurysms noted and a fistula related to the left parietal avm was mainly fed by the left middle cerebral artery (mca) via pial collaterals with supplementary supply from the anterior cerebral artery (aca) and pca. The product was returned for inspection. A non-sterile orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were found. The support coil and the gripper were inspected and no damages were found. The embolic coil was totally kinked. The introducer was unzipped and next to the hub and it could not be zipped. The embolic coil was inspected under microscope and stretched sections and kinks were found. A review of the mfg documentation associated with lot 13340307 revealed no anomalies during the mfg and inspection processes that can be associated with the reported compliant. The failure reported by the costumer as "positioning difficulty" could not be evaluated; however, the damages found in the product likely contributed to the loss of one to one response. The instructions for use precautions that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. Otherwise the embolic coil may have been stretched, which could lead to premature detachment or coil fracture. If a one-to-one relationship does not exist, the infusion catheter and the detachable coil should be removed as an assembly and replaced. The cause of the stretched sections and the kinks in the coil and also kinks in the hypotube could not be conclusively determined; however, there is no indication that it is related to the mfg process. It is possible that coil manipulation due to the aneurysm characteristics including shape and wide necked characteristics, contributed to the stretching of the coil and subsequent loss of one to one. Please note that this is the initial/final report for this report.